Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The device was returned and evaluated. The visual inspection was conducted on the transfer set and it verified the damage because a broken spike was found along with a damaged patient adapter. The device also had leak testing, clear passage testing and clamp function testing performed, which found no issues. The device was determined to not meet product specifications related to the reported issue of damage. The cause could not be determined. A CAPA has been opened to address this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device is being evaluated. Upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Event description:
During an evaluation of a returned transfer set, the patient adapter was found to be damaged. It was unknown if the damage occurred during use. There was no patient injury or medical intervention associated with this report. No additional information is available.